Manufacturer narrative:
The device was returned for analysis and evaluated by manufacturer. Inspection of the device found that from the distal end of the sheath, for a length of 2.5cm, the sheath was stretched (twisted). At 1.5cm proximal from the distal end of the sheath, the sheath was torn. At 1.5cm proximal from the burr, the coil was kinked and stretched. Based on the reported information and device analysis, it is considered likely that the reported events and identified damages occurred due to unintentional, inappropriate handling of the device during unpackaging or preparation.

Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending (lad), right coronary (rca), and left circumflex (lcx) artery. A 1.25mm rotablator plus and ce rotablator were selected for use. During the preparation, the rotablation failed due to console malfunction. Moreover, a damaged was noted on the protector tip. The procedure was not completed due to this event.

Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending (lad), right coronary (rca), and left circumflex (lcx) artery. A 1.25mm rotablator plus and ce rotablator were selected for use. During the preparation, the rotablation failed due to console malfunction. Moreover, a damaged was noted on the protector tip. The procedure was not completed due to this event.